Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h11: section a through f ¿ the information provided by .bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that six months and seven days post an index procedure completion using a drug-coated balloon catheter, the subject had an adverse event of prolonged bleeding and restenosis of the target lesion and required an arteriovenous access circuit reintervention. It was further reported that the target lesion was in the upper arm with eighty percent initial stenosis and zero percent final residual stenosis. Reportedly, standard percutaneous transluminal angioplasty was used for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved. It was further reported that patient was expired and the event was not related to device, procedure and av access circuit.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 12/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that six months and seven days post an index procedure completion using a drug-coated balloon catheter, the subject had an adverse event of restenosis of the target lesion and required an arteriovenous access circuit reintervention. It was further reported that the target lesion was in the upper arm with eighty percent initial stenosis and zero percent final residual stenosis. Reportedly, standard percutaneous transluminal angioplasty was used for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved. It was further reported that patient was expired and the event was not related to device, procedure and av access circuit.